Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the device was examined with the aid of a stereo microscope at magnifications up to 50x. The uh1 and the c-taper femoral head were returned assembled. The devices were disassembled using the head removal key. The uh1 od surface was unremarkable. Minor marks were noted on the entry chamfer of the ID. The split ring did not exhibit any damage. The articular surface was noted to exhibit scratches that are commonly identified damage modes in uhmwpe inserts. Dimensional inspection: not performed as the functional analysis results indicates the devices function as intended. Functional inspection: the uh1 and the c-taper femoral head were returned assembled. The c-taper head and the uh1 were sucssesfully diassembled using a head removal key. The head met resistance in the removal process. The parts were then re-assembled. The devices functioned as intended. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
As per sales rep, "patient fell and dislocated femur, patient went to the ER and put it together. Patient fell again and dislocated, large side of bipolar came off the small head. Large head was floating off implant. Small head was still attached to stem." Left hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As per sales rep, "patient fell and dislocated femur, patient went to the ER and put it together. Patient fell again and dislocated, large side of bipolar came off the small head. Large head was floating off implant. Small head was still attached to stem." Left hip